Event description:
It was reported that continuous glucose monitor displayed error message and customer sought assistance. There was no reported impact to the customer¿s blood glucose level. Customer support guided pump reset and confirmed that error message did not appear again after reset, and no additional actions were reported.